Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was showing signs of left heart failure such as activity intolerance, shortness of breath and fluid overload. The patient's lactate dehydrogenase (ldh) levels were reported to be greater than 1500 u/l. The patient underwent a pump exchange to another lvad on (B)(6) 2014.

Manufacturer narrative:
Approx age of device: 10 months. The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation. The report of increased lactate dehydrogenase (ldh) was confirmed based on the evaluation of the returned lvad pump. Examination of the pump blood-contacting surfaces found a red, tissue-like thrombus around the outlet bearing. The thrombus showed no laminated layering, indicating that the thrombus did not form in the outlet stator. The distal end of the pump rotor and outlet bearing cup showed contact marks, indicating that the thrombus was present during support. The observed thrombus would have contributed to the reported increase in ldh. The evaluation could not conclusively determine the origins of the thrombus. Visual inspection of the pump bearings and bearing cups found no anomalies related to wear or damage. Examination of the returned portion of the percutaneous lead found it to be unremarkable. Electrical continuity testing of the lead did not reveal any discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and was found to function as intended. No further information was provided. The manufacturer is closing the file on this event.